Event description:
The manufacturer received information alleging an issue with the ventilator's pressure delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. There was a tube found to be pinched. The tubing was corrected to address the issue.